Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the right ventricular lead was repositioned several times in order to obtain optimal thresholds. After advancing the lead into the right ventricular apex, thresholds were found to be adequate and the lead was connected to the device. Upon closing the pocket, it was noted that the patient's blood pressure dropped. A transthoracic echocardiogram was performed and a pericardial effusion was noted. A pericardiocentesis was performed and blood was removed from the pericardial space. The patient was transported to the ICU for overnight observation. On (B)(6) 2015 a thoracic computed tomography was performed and it was noted that 7 mm of the right ventricular lead was in the pericardium. The patient was brought into the operating room and prepped for lead revision with thoracotomy. The pocket was opened and the lead removed from the apex without hemodynamic complications. The lead was placed mid-septum and thresholds were found to be adequate. The lead was connected to the pulse generator and the pocket was closed. The patient was transported back to the ICU in stable condition. No further information was available at this time.